Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: fse visited the customer account to address the reported event. During servicing, fse troubleshot and found 3 sample holders had popped out of position which were hitting on the sample detector assembly causing the slip errors. Fse reseated sample holders. The customer reported that there were new operators and fse suggested they provide inservice on proper placement and removal of samples. The instrument was verified as operational. There was no further action required by fse. A 13-month complaint history review and service history review was performed for similar complaints for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no similar complaints found during the searched period. The aia-360 operator's manual under chapter 7 - error messages and flags states the following: list of error messages- if a problem occurs during assay or it is difficult to continue an assay, an error message is displayed. Together with the error message, a buzzer sounds to alert the operator to the error. At the same time, the printer also prints the error message. Error message table lists error 4004 turn table slip as the turntable motor slipped. Troubleshooting for the error states to "turn the power off and on again. If this problem reoccurs, contact the service department". The most probable cause of the 4004 turn table slip error messages was due to operator error of the operator pulling out the sample holder when removing samples.

Event description:
A customer reported error message 4004 turn table slip turntable on position 12 with the aia-360 instrument. The customer tried troubleshooting to determine what was causing the error without success. The customer requested service. Fse was dispatched to address the reported event, which resulted in a delay of troponin (ctnl) and beta human chorionic hormone (bhcg) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.